Event description:
It was reported that the patient received inappropriate therapy due to noise. At lead revision, lead could not be connected to header. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported filed event unanticipated therapy due to noise was confirmed in the laboratory via review bench and using automated test equipment and no anomalies were found. The cause of the noise is believed to be due to lead anomaly.